Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft with xpedient delivery system and its components were inserted into a pt for the endovascular treatment of an abdominal aortic aneurysm in 2004. Aneurysm and vessel morphology are unk. It was reported that bifurcated stent graft was partially deployed to allow for buttressing of the contralateral limb. The limb was inserted into the pt and deployment was initiated. Upon attempt to complete deployment of the ipsilateral limb the stent graft was found to have deployed within the introducer sheath due to the large size of the sheath. The physician attempted to pull the delivery system to release the stent graft; however, that was unsuccessful. The pt was converted to open surgical repair. It was reported that the surgical procedure went well and the pt is reported to be in stable condition. No additional sequelae were reported.